Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced decreased effect and withdrawal symptoms since a posterior spinal fusion on (B)(6) 2007. Per the reporter, there was a possibility that the catheter was damaged during that surgery. The pt had a prolonged hospitalization. The pump and catheter were removed for infection on (B)(4) 2007. The pt outcome was resolved with sequelae. The pump was used to deliver baclofen.